Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a minimally invasive surgery (mis) spinal fusion, an imprecision was observed. Two additional image acquisitions were performed, but the site opted to continue the procedure without navigation. It was noted that five additional people were in the operating room (or) when the additional image acquisitions were performed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that there was 3 mm of inaccuracy in the 3d scan.